Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was showing a service code and resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resets when connected to belt) was confirmed. As received, the monitor was resetting. The cause of the resets was a dsp failure (component u500) on the c/a board sn (B)(4). The dsp had an intermittent connection. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.